Event description:
Customer reported hospitalization due to low blood glucose. Customer did not confirm the 42 sensor glucose reading on the insulin pump; customer passed out due to not treating the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.